Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device remains in service.

Event description:
It was reported that the patient was hospitalized due to a deep vein thrombosis (dvt) in his left leg following implant procedure. The patient was treated with blood thinners and has recovered.